Event description:
This pt has an infected right total hip arthoplasty. Pt has had numerous dislocations. The pt was admitted for revision total hip arthroplasty. All components were removed and replaced.